Event description:
During remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable and will continue to be monitored.